Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the medications were not showing up on a patient's medication profile. A technical support specialist checked the patient's medication order and the medications quantity on myqlink, found the medication was not stocked at the cabinet and had a quantity of zero and communicated the finding to the customer. The system functioned as intended after the technical support specialist assessed the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medications had not appeared on a patient profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.